Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that over the weekend prior to (B)(6) 2016, while the patient was recharging, he felt like bugs were crawling around his head. He had issues with his eyes and his face was droopy on one side. He went to the hospital and it was determined that he did not have a stroke. The patient felt he was overcharging, thus he was not recharging more than 75%. The rep did an impedance check and palpated the area on (B)(6) 2016, but did not notice any system issue at that time. There were no falls or trauma related to the issue. The rep later reported that there was a weird tingling sensation while recharging. The rep met with the patient on (B)(6) 2016 and impedances were checked with his head in different positions and the values were in the normal range. The healthcare provider (hcp) made adjustments to the patient's therapy. The settings were reduced and the tingling sensations went away. When the hcp turned the settings back up the symptoms did not occur immediately. When the patient started charging during the appointment he felt tingling above the left lead cap. He did not notice the tingling when the battery level was below 75%, but it occurred when it was charging. The rep did not know what they were going to do, but mentioned replacing the recharger to rule that out as a possibility. The patient's indication(s) for use were parkinson&#62688;dual and movement disorders.

Event description:
Additional information received from the manufacturer representative reported that the reported event seemed to be resolved since the healthcare professional hadn't heard from the patient since their appointment that the manufacturer representative had attended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.